Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had received inappropriate anti-tachycardia pacing (atp) and multiple inappropriate shocks due to sinus tachycardia that had conducted down to the ventricles. Therapy was exhausted due to the delivered of atp and shocks. The crt-d was reprogrammed and remains in service. No additional adverse patient effects were reported.